Manufacturer narrative:
Initial.

Event description:
It was reported that a user sought assistance connecting a freestyle libre 3 plus sensor to the ilet system, encountered a pairing failed alert, and then successfully rescanned and entered the warm-up period with guidance, consistent with an intermittent communication failure between devices and involving the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the sensor and ilet marked by intermittent communication failure, associated with electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.